Event description:
It was reported that the atrial lead had oversensing, high impedance, and intermittent capture at max output. Possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2003. (B)(4).